Event description:
Customer reported to beckman coulter, inc (bec) that the coulter lh 500 hematology analyzer (lh 500) was leaking at the primary needle. Customer reported that the leak was not contained and about 10 ml was on the counter under the instrument. Customer reported that the leak occurred while the lh 500 was running controls in the primary mode. Customer indicated the controls ran in the primary mode were out of range. Customer reported that the controls ran in the secondary mode were in range. Customer indicated that the lh 500 was operational in the secondary mode after running controls. Customer reported that patient results were not affected. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec field service engineer (fse) found the needle air cylinder was not working properly. The fse replaced the needle air cylinder and resolved the issue.

Manufacturer narrative:
(B)(4).